Event description:
It was reported that the patient had an inflatable penile prosthesis implanted approximately 5 years ago. The patient recently lost 70 pounds making the reservoir much more visible in the abdominal area. The patient experienced discomfort and pain due to reservoir pushing/swelling of the reservoir out of the abdominal area. The reservoir may have moved over time. The patient had the reservoir replaced with a conceal reservoir. The patient was expected to fully recover.